Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support reporting a make sure the heater bag (hb) is on heater tray (ht) message during fill 1 of 5 of a patient's peritoneal dialysis (pd) treatment. It was reported the fill volume was 1664 ml out of an expected 1800 ml. The pdrn stated they had checked the hb multiple times yet the message keeps returning and feels it may be the load cell that needs to be adjusted. The technical support representative did a visual check to assure the load cell is reading within range. Load cell reads the following 2932 with /hb and 752 without hb. The pdrn stated no messages/warnings or outages occurred in the setup. The patient reported feeling fuller than usual. Assisted the patient to go on a stat drain. During the stat drain the patient encountered an air detected in cassette alarm, assisted to check and assure no clamps are open or leaks. Everything is properly connected. The ok button was pressed to retry and continued to drain. The patient manage to drain over 3000ml expected 1664ml. The pdrn was advised to replace the cycler but the pdrn declined and stated they will cancel the treatment, calibrate the load cell and will retry once again, it was believed that its not the cycler that trigger the increased intraperitoneal volume (iipv) of 180%. This drain is 180% of the patient's largest fill volume of 1664 ml. Additional information was requested but to date, has not been provided.